Manufacturer narrative:
Device not received by manufacturer.

Event description:
Per the clinic, the patient presented chronic retroauricular pain on the implant area resulting in the decision to explant the device. The device was explanted on (B)(6) 2015. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report january 6th, 2016.